Manufacturer narrative:
Evaluation anticipated, but not begun.

Event description:
During cardiopulmonary bypass, the rotation of the roller pump was not uniform. There was no adverse consequence to the patient as a result of this event.